Event description:
Dealer states patient's caregiver was pushing patient in wheelchair when she reached 2 steps about 6 inches high. When caregiver pulled back on invacare wheelchair, one of the two rubber gripper handles (left side) slipped off the chair causing chair to fall back onto the ground/sidewalk. Patient hit her head on the sidewalk and caused left injured knee to have pain. Caregiver and another person lifted chair upright. There was no sign of visible injury at the time of occurrence. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx58fb, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers preexisting medical condition states she had an injury to her left knee which required a brace. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the patients caregiver was pushing patient in wheelchair when she reached 2 steps about 6 inches high. When caregiver pulled back on invacare wheelchair one of the two rubber gripper handles (left side) allegedly slipped off the chair causing chair to fall back onto the ground/sidewalk. Patient allegedly hit her head on the sidewalk and caused her left injured knee to have pain. Caregiver and another person lifted chair upright. There was no sign of visible injury at the time of occurrence. Patient was not seen by a doctor after the occurrence. Patients caregiver was instructed not to use the wheelchair until an exchange occurred. On 6/13/12 patient complained of bump on back of head. Patient was not seen by a doctor. Minor injury alleged.